Event description:
Customer's mother reported that the customer had recently been experiencing high blood glucose levels. Caller stated that the customer had a blood glucose level of 563 mg/dl earlier in the day of the call. Blood glucose level was 300 mg/dl at the time of the call and was treated with a manual injection. During a follow up call, customer's mother reported that the customer had recently gone to the emergency room due to a high blood glucose level. Blood glucose level was 293 mg/dl at the time of the emergency room visit. Customer was treated and released. Troubleshooting showed that the insulin pump was functioning properly. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.